Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the rate response sensors in the vision 3d devices seem too aggresive on rate response. It was also reported that during a hall walk a patient's heart rate was at 115 beats per minute and "the patient felt uncomforable". The device is still in use. No patient complications have been reported as a result of this event.